Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently filled tubing with 7-8 units of insulin while connected at the site. At the time of the reported event, blood glucose (bg) level was 191 mg/dl. During a follow-up call approximately an hour later, the customer reported bg level was 171 mg/dl. Although requested, the customer declined additional follow-up from tandem technical support.